Event description:
It was reported that the lead had high impedance peaks and an increase of thresholds. A review of the product performance data showed that the lead integrity alert triggered and that the lead had a high number of sensing integrity counts and was sensing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Oversensing was noted with five ventricular non-sustained tachycardia episodes less than or equal to 180 ms between (B)(4) 2012 and (B)(4) 2012. There were five lead failure predictor high rates, non-sustained less than or equal to 212 ms average v-cycle between (B)(4) 2012 and (B)(4) 2012. Interference/noise was noted with a ventricular short interval count equal to six counts average per day, in 6.79 days, between (B)(4) 2012 and (B)(4) 2012. Lead integrity alert triggered with one patient alert for lead failure predictor on (B)(4) 2012. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. Weekly pace lead impedance trend data shows an abrupt increase for maximum ventricular pace bipolar impedance equal to 551 to 4047 ohms peak between (B)(4) 2012 and (B)(4) 2012. The lead was returned in segments and analysis found no anomalies. However, the defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay was melted and had blood/body fluid on it. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage.